Event description:
Pt was having a robot assisted laparoscopic radical prostatectomy with bilateral pelvic lymph node dissection. At the end of the surgery, it was noticed that 4x8mm piece of plastic from da vinci intuitive monopolar scissors was missing.